Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) item zfx02hld21, no lot number communicated. Visual evaluation was performed. We see a screwdriver with broken tip. The screwdriver tip has not been received by zimvie. The breakage area shows signes of torsion and a sudden breakage type. Based on the investigation and risk management file, the most likely root cause determined from the investigation was sudden breakage after overtorqing of the screwdriver. Therefore, based on the available information, a device malfunction was not established. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported a screwdriver fracture by the tip. The process was completed with another instrument. No impact on the patient was reported.

Manufacturer narrative:
Zimvie complaint number (B)(4).